Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the third use during an open rectosigmoidectomy procedure, there was an incomplete staple line. Another stapler reload was used to complete the case. There was no patient injury.